Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent surgery where the device was used for suturing. Post-operatively, the patient developed infection. The patient also had wound debridement and closure a month later. The patient status and outcome were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.